Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route and frequency were not reported), amikacin (100 mg, route and frequency were not reported) and ceftazidime (1 gram , route and frequency were not reported). At the time of this report, the patient was not recovering from the event and was still hospitalized. Five days after the onset, the patient's pd catheter was removed. Current modality of dialysis therapy was not reported. No additional information was available.